Manufacturer narrative:
Update to d10, g4, h2, h6 and h10. UDI (01)00690103194340(17)170915(21)5135170. Per additional information, the tavi valve was explanted and it was noticed that the leaflets were degenerative, very stiff and immobile. The valve performance prior to explant was severe calcification and severe leaflet mobility restriction. No photograph/video/imagery of used device was provided with the complaint. The device was returned to edwards for evaluation and was visually inspected for any abnormalities. Pannus/host tissue was observed on inflow and outflow sides of valve (note: the frame was distorted due to explant). Host tissue was observed at all 3 commissures. The leaflets were stiffened. No calcification was observed from the x-ray. No dimensional analysis or functional testing was performed due to the condition of the returned device (frame distorted and stiffened leaflets). The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A review of complaint history from march 2019 to february 2020 revealed no other returned complaints for the related complaint code for the sapien 3 valve (all sizes). The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. A review of complaint history for the month of february 2020 revealed that the occurrence rate does not exceed the control limit for the related trend category. A review of complaint history with returned device for sapien 3 valve (all models and sizes) from march 2019 to february 2020 revealed other similar complaints. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. The complaint was confirmed. No manufacturing nonconformances were identified. Available information suggests that patient factors and/or procedural factors may potentially contribute to the complaint event. A review of complaint history for the month of february 2020 revealed that the occurrence rate does not exceed the control limit for the related trend category. Multiple manufacturing mitigations are in place at edwards lifesciences to ensure all sapien 3 valves meet the valve specification. These manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the reported complaint. Instructions for use (IFU) was reviewed for instructions relating to the observed events. Precautions noted long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. No IFU/training deficiencies were identified. The complaints were confirmed based on the visual inspection on returned device. A review of the device history record (DHR), lot history and complaint history revealed no indication that a manufacturing nonconformance contributed to the complaint. A review of manufacturing mitigations supports that the sapien 3 valve had proper inspections in place to detect issues related to the complaint events. A review of IFU/training revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation or leaflet motion restricted and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the suboptimal coaptation of the sapien valve leaflets and resulting in heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. As noted, patient had hypercholesterolemia/hyperlipidemia, which had been found to be associated with aortic valve stenosis and to resemble the inflammatory process of atherosclerosis in many studies. Hypercholesterolemia was related to increased risk of aortic valve calcification in patients with degenerative and congenital etiology. Consequently, the leaflets stiffened as observed from returned device. In this case, patient factors may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. There is no indication that a product deficiency or device malfunction contributed to the event no manufacturing non-conformances or IFU deficiencies were identified, corrective action is not required. No product non-conformance was identified, and the occurrence rate did not exceed the trend category control limit, therefore a product risk assessment (pra) is not required. No labeling/IFU deficiencies were identified. The occurrence rate did not exceed the february 2020 control limit for applicable trend category. Therefore, no corrective or preventative action is required at this time.

Manufacturer narrative:
UDI (B)(4). Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), twenty-three months post implant of the 23mm sapien 3 valve, the valve was explanted due to symptomatic stenosis. The exact cause of the stenosis is unknown. The sapien 3 valve was replaced with a surgical valve. The sapien 3 had a valve area measure .29. The leaflet mobility was severely restricted, and the valve had severe calcification.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.